Event description:
Surgeon notified circulator that enseal device malfunctioned; the handpiece's insulation along the stem began to peel away from the jaw of the handpiece. Device removed from field and replaced with a functioning device. Broken device placed in materials management with completed product failure form. No harm to patient.